Event description:
The facility reported a colleague infusion pump with a reported error of 500:320:844:0000. The reported condition occurred before use. There was no patient injury or medical intervention reported. There is no additional information available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 500:320:844:0000 was confirmed during product evaluation. Inspection of the device revealed the stop key on channel c was intermittent, and pump head module keypads on all three channels had an intermittent connection which caused the reported condition of failure code 500:320:844:0000. To fix the reported condition all three pump head modules were replaced. The device was tested per procedure and returned within specification. This issue is currently being investigated under CAPA.